Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during implant procedure, loss of capture, loss of sensing, and loss of reading wave were observed. The lead was repositioned multiple times, but the attempts were not successful. The helix turned over after the fourth attempt. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.